Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/22/2018 and strip open date is (B)(6) 2015. The customer's strips were improperly stored. Reviewed meter memory: the 82mg/dl (B)(6) 2015 08:30:00 am fasting:yes, the 49mg/dl (B)(6) 2015 10:08:00 pm fasting:no, the 48mg/dl (B)(6) 2015 10:07:00 pm fasting:no, the 220mg/dl (B)(6) 2015 07:44:00 pm fasting:yes, the 84mg/dl (B)(6) 2015 09:26:00 pm fasting:yes. Memory concerns: 49mg/dl (B)(6) 2015 10:08pm and 48mg/dl (B)(6) 2015 10:07pm. Customer concerned their meter is registering low results because on (B)(6) 2015 at 10:08pm after having a meal and taking her medications, she tested her glucose and received a result of 48mg/dl. The customer feels that her sugar level should have been between 130-140mg/dl. The customer is insulin dependant and is currently taking novalin, humalog and glipcide to manage diabetes.